Event description:
Adverse event(s): no patient injury reported (no consequences or impact to patient). Product problem(s): the staff attempted to re-priming and re-tuning the handpiece (failure to prime); a system message displayed (device displays error message). The surgeon reported that during phaco, a system message displayed stating the handpiece was not tuned. The staff attempted re-priming and re-tuning the handpiece several times unsuccessfully. The cassette was switched out. The system was switched out to complete the case. Additional information received stated surgery was delayed 30 to 45 minutes. No patient injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the system message. The company service rep reviewed the priming procedure with the surgeon and nurses in between surgeries. The surgeon immediately performed surgery on the next patient. The system message did not display again. The surgeon chose to continue with surgery. The system was not tested to product specifications. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. (B) (4). (B) (4). (B) (4).